Event description:
It was reported that at a routine follow up, analysis of stored data was requested as premature battery depletion was suspected. The implantable cardioverter defibrillator (ICD) had not declared recommended replacement time (rrt). Save to disk suggested premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
Additional information was received that the device was explanted and replaced without issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
Additional information was received that at a subsequent routine device check battery voltage was 2.62v. Device replacement was recommended. No further patient complications have been reported as a result of this event.